Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. All damaged and faulty parts have been replaced. Unit have been recalibrated and tested to meet factory's standards.

Event description:
Based on the repair evaluation of the g137 scaler the handpiece cable was damaged, restricting water flow, thereby causing the jet mate to heat up when in use; no injury resulted.